Event description:
Additional review of the event information determined that it was also reported that the implantable neurostimulator (ins) was "low" and "maybe [needed] batteries."

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient fell in two weeks prior to the call. Since the fall they have been in tremendous pain and when the turn the device it just trembles their legs. They were taken to the ER the monday prior to the call where x-rays were taken but showed nothing. Their health care provider (hcp) noted that the implant site and buttock were swollen.